Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of aneurysm is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a mildly tortuous, 95% stenosed, de novo lesion in the right coronary artery (rca). Pre-dilatation was performed with a non-abbott balloon and the 3.5x48mm xience xpedition drug eluting stent (des) was implanted at the target lesion. Post-dilatation was completed with the des balloon at 14, 16 and 18 atmospheres (atm). And an aneurysm was noted towards the distal end, 3 to 4mm inside the distal end of the stent. Aggressive post-dilatation with an unspecified 4.0mm balloon was done to treat the aneurysm and successfully complete the procedure. There was no adverse patient sequela. No additional information was provided.